Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing the patient¿s atrial flutter, which caused inhibition of pacing, inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. The physician suspected that the lead placement may have been an issue. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.